Manufacturer narrative:
The customer contacted the siemens customer care center. Quality controls (qc) were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site.the cse performed service method testing and determined that sample 1 (s1) probe and reagent 1 (r1) probe alignments were failing. The cse performed bottom of cuvette alignments for s1 and r1 probes, ran quick check and quality control and performed precision testing, which were acceptable. During the follow-up visits, the cse performed service method testing and found that the s1 mixer and r1 were failing mix test. The cse ran overmix test, which passed. The cse replaced the reagent 2 (r2) probe and reran service method testing, which passed. The cse performed alignments, ran system check and quality control and performed total service visit. The cse performed diagnostic mixing tests and found that s1 mixer was defective. The cse replaced the s1 mixer and probe and aligned the probe. The cse ran quick check and customer ran quality control, which passed. The cse performed precision testing and reran diagnostic mixer testing, which were acceptable. The cause of the discordant, falsely low co2 result on one patient sample is unknown. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2 result.